Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the adapter.

Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, a review of the production history records could not be performed. The affected product was returned for evaluation by our quality engineer team. The sample consisted of one used q-syte device. Visual observation of the q-syte component revealed no damage to the body of the product. A small tear was identified at the end of the septum slit. A column tear assessment revealed no tearing within the septum column wall. A water leakage test was performed. Within the actuated position, no signs of leakage were detected from any area of the q-syte device. When the device was in the unactuated position, leakage was observed from the septum slit. The device was dissected to conduct further observation. Tears were observed at each end of the septum slit at the septum bottom disk and within the center of the slit, a piece of the septum is cut out, leaving a hole. During the manufacturing process, the bottom body may become damaged if there is a burr on the machinery gripper tool or if there is a machinery misalignment. Checks for this type of damage were conducted per the quality control plan. Tears to the septum slit may also occur during the manufacturing process as a consequence of a dull, damaged, or misaligned blade. During use, damage to the septum may occur due to excessive actuations or extraneous force. As the device has been opened and used, this possible cause cannot be ruled out. Based on the investigation results, an exact cause for this incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the adapter.